Event description:
The implant broke during insertion.

Manufacturer narrative:
Due to the size (8mm height) of the implant, there is less support around the inserter hole. This makes them more likely to break if excessive impaction is used. Per discussion with the distributor rep, the damage to the implant occurred when it was partially inserted, the surgeon pulled it back out and quickly inserted one of the other same sized implants from the set. No non-conformances were found in the original inspection paperwork for this batch of parts.